Event description:
As reported: a web sl, 8x3 device was prepared by an experienced user. The web was advanced into a microcatheter. The web was opened in a basilar aneurysm. This web did not detach first time when the detachment cycle was run on the detachment controller. The physician dried the end of the web pusher wire and seated the pusher wire at a 90 degree rotation of the detachment controller and repeated the detachment cycle using the detachment controller once more. The microcatheter was tracked forward over the web pusher wire to massage the proximal web marker and detachment zone. The microcatheter caused spontaneous mechanical fracture of the detachment zone. The web detached in the desired anatomical location embolizing the basilar aneurysm. Patient is alive and was not affected by this device complaint.

Manufacturer narrative:
Correction: brand name, model number and UDI in section d were corrected. Items returned for evaluation: elivery system (pusher). Dispenser hoop. Items not returned for evaluation: web implant. Introducer. Microcatheter. Controller. The visual analysis of the returned items found the implant to be separated from delivery system and was not returned for evaluation , and the hypotube bent at the middle section. Tested the returned device with an in-house controller and gave green lights. The delivery system resistance was measured and found to be within specification. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, and the heater coil was found to be stretched, which is an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The heater coil did show signs of controller activation as indicated by the melted tether and liner. The investigation of the returned web system found the implant separated from the delivery system, the hypotube bent at the middle section, and the heater coil windings stretched. The implant was not returned for evaluation as it was detached in the desired anatomical location as described in the reported event. The device passed continuity and resistance testing. The heater coil liner was found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the hypotube damage, but the damage is consistent with the device experiencing forces over specification

Event description:
As reported: a web sl, 8x3 device was prepared by an experienced user. The web was advanced into a microcatheter. The web was opened in a basilar aneurysm. This web did not detach first time when the detachment cycle was run on the detachment controller. The physician dried the end of the web pusher wire and seated the pusher wire at a 90 degree rotation of the detachment controller and repeated the detachment cycle using the detachment controller once more. The microcatheter was tracked forward over the web pusher wire to massage the proximal web marker and detachment zone. The microcatheter caused spontaneous mechanical fracture of the detachment zone. The web detached in the desired anatomical location embolizing the basilar aneurysm. Patient is alive and was not affected by this device complaint.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted and therefore not available for return and investigation by the manufacturer. However, the pusher wire of the web system used in the procedure was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.